Event description:
When the patient is pre-indwelled at the end of the infusion, the outer packaging bag of the prefilled catheter irrigator is damaged and leaking, and the pre-filled catheter irrigator is replaced in time.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that the customer's reported failure mode was not reportable to the FDA as it is not likely to cause or contribute to serious injury or death. The MDR will be void.